Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and the medical team confirmed that there was pacing from an unwanted channel. Intracardiac lead output cable level 10 interfaces 7, 8, 9, and 10 do not deliver pacing and no signal. Other electrodes can be inserted into the multi lead electrodes ref7, 8, 9, and 10 panels for pacing, while electrodes ref7, 8, 9, and 10 on the ponytail cannot be inserted into other multi lead holes for pacing. The leads were connected to the primary pacing port. Signal loss was observed on the intracardiac (ic) channel only. Amid these issues, an unwanted pacing was noted, and the medical team confirmed that a pacing signal had been sent to the wrong intended channel/electrode. No further details were provided regarding completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: d4 - primary UDI number has been updated to (B)(4). On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and the medical team confirmed that there was pacing from an unwanted channel. Intracardiac lead output cable level 10 interfaces 7, 8, 9, and 10 do not deliver pacing and no signal. Other electrodes can be inserted into the multi lead electrodes ref7, 8, 9, and 10 panels for pacing, while electrodes ref7, 8, 9, and 10 on the ponytail cannot be inserted into other multi lead holes for pacing. The leads were connected to the primary pacing port. Signal loss was observed on the intracardiac (ic) channel only. Amid these issues, an unwanted pacing was noted, and the medical team confirmed that a pacing signal had been sent to the wrong intended channel/electrode. No further details were provided regarding completion of the procedure. No patient consequences were reported. Device evaluation details: it was confirmed that the issue was resolved by replacing the faulty ic (intracardiac) out cable with another one that was delivered to the customer. The system is ready for use. The complaint is reportable thus the suspected ic out cable was sent to the manufacturer for investigation. It was found that the ic out cable was damaged. 3 sunken pins were discovered. The manufacturing record evaluation was performed on carto 3 #66629, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).